Manufacturer narrative:
Non-medtronic pta and four medtronic deb were used to treat the restenosis.

Manufacturer narrative:
(B)(4).

Event description:
During a revascularization procedure the right sfa was treated with one admiral extreme pta balloon catheter and 2 in.pact admiral drug eluting pta balloon catheters to treat in-stent restenosiss. Approximately 18 months later the patient underwent pta and deb to treat restenosis of the right sfa. Event reported as resolved.